Event description:
On (B)(6) 2013, the lay user/patient in (B)(6) contacted lifescan (lfs) to report the one touch verio pro meter had an unspecified issue. The patient experienced no symptoms and did not seek medical attention. The meter was replaced.the patient did not suffer any injury due to the reported meter. The patient experienced no symptoms and denied seeking medical attention. As the meter issue was not resolved, this complaint is being reported.